Event description:
End user alleges while operating the motorized wheelchair on an incline walkway, the wheels went over the edge of the curb and the unit fell onto its side. Allegedly, as a result of the incident, the end user was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user alleges while operating the motorized wheelchair on an incline walkway, the wheels went over the edge and the unit fell onto its side. The owner's manual warns, "never attempt to drive a power wheelchair off or up onto a curb, stairs higher than 1.5 inches, or an escalator".